Event description:
It was reported that the user attempted to pair an incompatible libre 2+ sensor with the ilet pump and received an error, after which they located a compatible libre 3+ sensor and successfully completed pairing and warmup with guidance. Symptoms included no adverse clinical effects reported. Outcomes included completion of troubleshooting and education with normal operation and no pump alerts or alarms after setup. Investigation included remote troubleshooting and user education on compatible sensor pairing and device setup. Investigation of this case revealed user selection of an incompatible glucose sensor, resolved by pairing the correct sensor and confirming proper operation. It was concluded that the cause was user error related to use of an incompatible sensor model.